Event description:
Customer reported experiencing a past high blood glucose event, although the exact value was not specified and displayed simply as "high." Cause was not known. Customer took corrective actions by changing the infusion set and cartridge to address the high blood glucose. No additional information was received regarding the outcome of the event.